Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly but did not disclose when the test strips were opened. Customer performed blood test, 259mg/dl not fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-120 mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly but did not disclose when the test strips were opened. Customer performed blood test, 259 mg/dl not fasting. No adverse event reported.